Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the shock impedance has been consistently out of range for approximately three years. Rhythmcare then provided further troubleshooting options. This lead remains in service. No adverse patient effects were reported.